Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen in the ER for "feeling crummy and light headed". An echo was performed and revealed increased contractility. Pi events were also noted in the log file. The hospital staff increased the patient's antihypertensive medication. The following day, the patient had epistaxis at home and was syncopal, fell and hit his head. The patient was admitted for the fall. The hospital staff felt the fall was due to hypotensive incident. The patient was discharged to home a few weeks later and is doing well. Per additional information, the physician reported, "the patient has frequent vt antiarrhythmic drug therapy, most likely related to his inflow cannula. He had two syncopal events. Didn't exactly fall and hit his head."

Manufacturer narrative:
The device remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.